Manufacturer narrative:
Per additional information received, it has been determined that this MDR event is not reportable. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Event description:
It was reported that the nurse was using the arctic sun device to maintain normothermia, but device kept lowering the patient temperature instead of increasing. The patient temperature was 35.8c, target temperature was 37c, flow rate was good and water temperature was 25.5c. Temperature at dotted yellow line and rewarm rate set. Ms&s explained that the arctic sun device had a rewarm rate set and according to device patient was on target but any interruption of therapy would adjust algorithm. The nurse preferred setting to maximum to achieve target as patient temperature had been decreasing instead of achieving target. Per follow up via charge nurse on 23feb2021, had taken over care of this patient. Noted that nurse let therapy run normally and there were no issues. Patient completed therapy on arctic sun device sn (B)(6).

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the nurse was using the arctic sun device to maintain normothermia, but device kept lowering the patient temperature instead of increasing. The patient temperature was 35.8c, target temperature was 37c, flow rate was good and water temperature was 25.5c. Temperature at dotted yellow line and rewarm rate set. Ms&s explained that the arctic sun device had a rewarm rate set and according to device patient was on target but any interruption of therapy would adjust algorithm. The nurse preferred setting to maximum to achieve target as patient temperature had been decreasing instead of achieving target.